Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.50 x 24 synergy drug-eluting stent was selected for treatment. However, during the procedure, the delivery shaft was separated into two pieces. The device was withdrawn, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable post-procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.50 x 24 synergy drug-eluting stent was selected for treatment. However, during the procedure, the delivery shaft was separated into two pieces. The device was withdrawn, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable post-procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by MFR: synergy ous mr 3.50 x 24mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft and a break 62cm distal to the distal end of at the strain relief. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. A visual, tactile and microscopic examination revealed bumper tip showed no signs of distal tip damage. A microscopic examination revealed there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.